Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD), it was noted to be in monitor only mode. According to the parameter report, the ICD was programmed to monitor only during the first interrogation; however, the field representative does not recall programming the device to this mode.